Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, identified as sticky residue. However, a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device. Updated fields: d9, h2, h3, h6, h11. Corrected fields: a2, a4, a5, a6, b6, b7, d10, h6.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had sticky residue (glue), on the insertion portion of the scope (20cm-70cm). The issue occurred during set-up, prior to patient use. There were no reports of patient involvement.